Event description:
Smelled smoke - switch was bright red.

Manufacturer narrative:
Despite providing a pre-paid return service label, the product in question has not been returned as of the date of this report.